Event description:
It was reported that the user attempted a cartridge change and received an ¿unable to proceed¿ alert during fill tubing, with no visible drops observed in the line; a dry run of 120 units then completed without alerts, after which a subsequent supply change attempt with the same tubing again produced an ¿unable to proceed¿ alert. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical or hospital care. Investigation included guided troubleshooting by customer support, a successful dry run confirming pump delivery function, and user education to perform a full supply change with new infusion set and tubing at home. Investigation of this case revealed that the device alarm was consistent with a flow restriction during fill tubing and that pump function appeared intact based on the successful dry run, suggesting an issue localized to the infusion set or tubing consumables. It was concluded, based on previously established findings for similar reports, that the cause was likely use of compromised or obstructed infusion set or tubing during the fill process.

Manufacturer narrative:
Initial.